Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the patient is deceased. The patient was reported to have endocarditis and pericarditis and vegetation was present on the leads. The organism was identified as (B)(6). The implantable pulse generator (ipg) was removed and laser lead extraction was performed. The atrial lead was removed and the right ventricular lead body was explanted with the lead tip remaining in the body. The patient went into ventricular fibrillation and died. The physician speculated the patient had a myocardial infarction during laser lead extraction.